Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 544 mg/dl. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER the following day with the issue resolved and no permanent damage. The customer alleged the pump was not delivering insulin as intended, however, this could not be confirmed as customer declined a system check with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.